Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been recording inappropriate atrial tachy response (atr) episodes for some time, due to far-field oversensing (ventricular signals oversensed in the atrial channel). Technical services discussed the case and recommended some re-programming options to mitigate this issue. This ICD remains in service and no adverse patient effects were reported.